Manufacturer narrative:
Tested returned sample manually by tube test using panocell-16. The results were negative at 4°c, rt, 37°c and ict with cell 1 (heterozygous for e) and cell 3 (homozygous for e). A known anti-e positive sample reacted as expected. Tested returned sample by gel card system and the results were weak positive (+) in the liss/coombs card. Results indicate a weak antibody of igg type that seem to be under the detection limit. Insufficient material available for further serological testing.

Event description:
Customer reported an unexpected negative reaction when testing a sample with a known anti-e with capture-r ready screen (crrs) (pooled).